Event description:
A report was received that the patient was not experiencing stimulation and had high impedances on one lead. An x-ray revealed that the lead was fractured. The patient will undergo a lead revision to replace the fractured lead.

Event description:
A report was received that the patient was not experiencing stimulation and had high impedances on one lead. An x-ray revealed that the lead was fractured. The patient will undergo a lead revision to replace the fractured lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted lead sc-2218-70, s/n#(B)(4) was not returned to bsn as it was discarded by the medical facility. Returned lead analysis confirmed the complaint. Visual and photographic inspections of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The damage to the cables is consistent with fractures caused when a lead is sutured without the use of a suture sleeve.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.